Event description:
A malfunction was reported on the pump by the caller, who identified it with malfunction code 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to reach out if any further issues arise.